Event description:
During a percutaneous transluminal angioplasty to the superficial femoral artery (sfa) a balloon was reported to have ruptured. The vessel had moderate calcification, severe tortuosity and 100% stenosis was present. The savvy balloon catheter was prepped and clinically used according to the instructions for use (IFU). The product was advanced towards the lesion and the balloon was inflated using and indeflator, however the balloon ruptured at 6 atmospheres. The device was retrieved and another balloon catheter was used to end procedure successfully. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.